Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; d9; g3; h2; h3; h4; h6. Complaint sample was returned and evaluated against the reported event. Evaluation found damage to the sterile pouch with debris inside consistent with foam debris and porous coating. Sterility has not been compromised. DHR was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet is conforming to specification. The root cause of the event is likely due to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source (B)(6). Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during inventory inspection, debris was found in the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.